Event description:
Medtronic received information that this transcatheter bioprosthetic valve was implanted into a failed carpentier-edwards paramount magna aortic heart valve. The mechanism of failure was not reported. There were no allegations against the core valve. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).